Manufacturer narrative:
(B)(4). Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 1008743, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1008874, medical device expiration date: unknown, device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ infusion set r 87 g with precision regulator had flow that became progressively faster. The adjusting wheel did not work properly. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot numbers 1008743 & 100973. Our records determined that this is the only instance of this issue occurring in either batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: the sample was lost in transit to our facility, preventing evaluation and testing. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint, however previous investigations have shown similar reported events can be caused by an irregularity in the molding process. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that a bd¿ infusion set r 87 g with precision regulator had flow that became progressively faster. The adjusting wheel did not work properly. There was no report of exposure, serious injury or medical intervention.